Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with xiaomi mi 10t pro g (m2007j3sg) phone and android operating system version 12. The low glucose alarm was missing and did not sound, therefore, the customer was not alerted of changes in glucose level. The customer experienced hypoglycemia and had a loss of consciousness. An ambulance was called and a healthcare professional (hcp) obtained the customer's glucose result of 30 mg/dl. The hcp then proceeded to treat the customer with 1 vial of glucagon and 33% glucose solution. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported missing low glucose alarm with the freestyle librelink application. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration of xiaomi mi 10t pro g (m2007j3sg) phone is not compatible with the customer's reported application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.